Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this incident. Field problem: this x-ray system, due to production variations it is possible the tilt function of the pt table breaks down. Problem is under investigation.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.